Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, red particles on the surface of the shell, part of the shell is missing, underweight. A microscopic analysis was performed which identify, sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp broken on posterior assessed, as unidentified (tear) opening. Missing shell assessed, as inconclusive.

Event description:
Healthcare professional reported, an rupture and double capsule. Further reported, was capsular contracture, baker grade IV. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Further reported was capsular contracture, baker grade IV and extracapsular rupture of right device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture of the right device, and bilateral double capsule.

Event description:
Healthcare professional reported an rupture and bilateral double capsule. The device has been explanted. This record relates to the right side.